Event description:
The customer contacted beckman coulter, inc. (Bci) to report discrepant results for ammonia for 1 patient sample assayed on the unicel dxc 600 synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that a patient sample was assayed for ammonia in duplicate which yielded discrepant results. The patient sample was re-assayed for ammonia in duplicate which yielded similar results. The customer reported that the ammonia reagent was calibrated and that quality control results were recovering within the laboratory's established ranges. Bci advised the customer to clean the sample probe and to replace the sample and reagent syringe plungers. A field service engineer (fse) was dispatched to the customer's site. The fse addressed several hardware issues including: replaced the sample probe, checked the photometer lamp, cleaned the cuvettes, replaced four cuvettes, checked the top end alignments, and replaced the collar wash. The repairs were verified by performing carryover and precision studies. The ammonia assay was recalibrated on the analyzer and quality controls were run to verify analyzer performance. Although several hardware issues on the analyzer were addressed, a definitive root cause has not yet been determined for the event.

Manufacturer narrative:
Result: discrepant results generated.